Manufacturer narrative:
Your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump while the customer was swimming while wearing the pump. The cartridge was successfully reloaded resolving the issue. Customer's blood glucose level was 75 mg/dl. Tandem technical support advised the customer not to wear the pump while swimming as this is off label.